Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Device not returned by attorney.

Event description:
It was reported by the patient's legal counsel the patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to alleged pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01207 / 02623).

Event description:
It was reported by the patient's legal counsel the patient underwent a left hip revision procedure approximately six years post-implantation due to allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, metallosis, and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative notes confirm that patient underwent a left hip revision procedure approximately six years post-implantation due to pain, pseudotumor and episodic wound discharge. During the procedure, necrotic tissue, milky fluid and corrosion of the taper were noted. The modular head and taper adapter were removed and replaced and an active articulation bearing was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Per revision op notes; MRI showed a pseudotumor, discharge in and around the incision. An aspiration preoperatively was performed and was noted to be negative for any growth. Milky fluid was present, there was some corrosion along the taper noted when the head was removed. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.